Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch¿ bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. It was reported that a steam pop occurred during ablation in the left atrial appendage. It was believed that the steam pop led to a perforation of the left atrial appendage. There was an immediate drop in the patient's blood pressure following the steam pop. A pericardial effusion was noticed and confirmed using ice (intracardiac echocardiography). The medical intervention provided was a pericardiocentesis. The procedure was continued and completed. The patient was moved to the ICU following the case. The drain in the pericardial space was kept in place throughout the procedure and into the ICU. Patient fully recovered however required extended hospitalization (stayed over the weekend) and drain was removed prior to discharge. The physician's opinion on the cause of the adverse event is the procedure. The act (activated clotting time) was over 300 during the procedure.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-feb-2025, the bwi product analysis lab received the device for evaluation. Identifying information such as the lot #. Section d has been updated accordingly. Note: the primary UDI number in d4 has been updated to (B)(4). The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch¿ bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Device evaluation details: visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No malfunction was observed during the product analysis. The root cause of the adverse event or the steam pop remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).